Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and oversensing, pacing inhibition pacing threshold measurements were noted. The lead was reprogrammed to unipolar mode and the impedance measurements were low. The physician decided to reprogram the device and continue monitor. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and oversensing, pacing inhibition pacing threshold measurements were noted. The lead was reprogrammed to unipolar mode and the impedance measurements were low. The physician decided to reprogram the device and continue monitor. Subsequently, a revision procedure was performed and the rv lead was explanted due to a fracture/insulation break. The device was checked prior to the procedure and noted it was in unipolar pacing with the sensitivity programmed to 10.0mv. When testing the lead in both unipolar and bipolar lots of noise was seen on the ventricular electrocardiogram. The patient was completely dependent on the pacemaker, so the physician chose to replace the lead and extract the previously implanted rv lead. The explant and reimplant were completed successfully and a new device was chosen as the old did not have that long left on the battery life. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes . This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and oversensing, pacing inhibition pacing threshold measurements were noted. The lead was reprogrammed to unipolar mode and the impedance measurements were low. The physician decided to reprogram the device and continue monitor. Subsequently, a revision procedure was performed and the rv lead was explanted due to a fracture/insulation break. The device was checked prior to the procedure and noted it was in unipolar pacing with the sensitivity programmed to 10.0mv. When testing the lead in both unipolar and bipolar lots of noise was seen on the ventricular electrocardiogram. The patient was completely dependent on the pacemaker, so the physician chose to replace the lead and extract the previously implanted rv lead. The explant and reimplant were completed successfully and a new device was chosen as the old did not have that long left on the battery life. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and oversensing, pacing inhibition pacing threshold measurements were noted. The lead was reprogrammed to unipolar mode and the impedance measurements were low. The physician decided to reprogram the device and continue monitor. At this time, the product remains in service and no adverse patient effects were reported.